Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/10/2024, it was reported by a sales representative via email that the inserter from an ar-8988-cp fiberlock suspension implant kit broke with little pressure applied. The case was completed using another ar-8988-cp fiberlock suspension implant kit. This was discovered during a cmc suspensionplasty procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.